Event description:
It was reported that during a pancreas resection procedure, the device delivered malformed staples. The procedure was completed with hand sutures. There was no reported patient consequence.